Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID neu _unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
It was reported the patient was transitioned from 187 micrograms (mcg) per day of lioresal to flex dosing and a programming error was made which set the flex dosing basal rate at 187 mcg/hour resulting in overdose. The event required hospitalization and an indium study was done. There was no alleged product issue. The patient status at the time of the report was ¿alive- no injury.¿ additional information received reported the patient was obtunded. The patient was fine and receiving effective therapy as of (B)(6) 2014.

Event description:
Additional information received reported a dossing error occurred during a pump reprogramming session. The pump programmer was not set up with guardrail functionality. Had guardrails been built in, the error would likely have been caught at the time of reprogramming as the rate programmed would have been outside the guardrail. The size of the front display on the pump programmer is quite small, making it easier to be misread.